Manufacturer narrative:
D10 concomitant product: 18775, 18775 7.5 mm taperguard tracheal tubex10, lot # 25c1588jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was intubated and tried to put onto the ventilator, but it could not get a seal. When realizing that the cuff was failing, the patient had to be re intubated. Once the new tube was in, it was apparent that the tube was also failing as the cuff would not stay inflated. The patient had to be re intubated again; a different size tube was used and stayed inflated.

Manufacturer narrative:
Correction: h6 additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.